Event description:
Transport vent turned on for set-up prior to placing patient in isolette. Touch screen control turned on but did not respond to touch and therefore ventilator could not be used for transport. Patient required manually ventilation for transport.======================health professional's impression======================touch screen was broken.======================manufacturer response for ventilator, crossvent 2i======================sent for repair. Touch screen replaced.